Event description:
It was reported that a red call doctor icon (rcd) alert was triggered due to recorded intermittent high out of range impedance measurements on this right ventricular (rv) lead. Technical services (ts) referred patient to cardiologist for further evaluation. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).